Event description:
It was reported that during a training course, the trainees were given a high speed bur (not intended for use at 30k rpms) to use with the m5 handpiece. The trainees were asked not to run the burs at 30k rpms, but did it anyway. As a result, the high speed bur broke and got stuck in the handpiece. The training course took place in a medtronic training lab. There was no patient involved and no user injury reported.

Manufacturer narrative:
The exact date of the event is unknown. However, the initial reporter stated that the product event took place the week of (B)(6) 2015. Concomitant medical devices: 1899200 ¿ m5 microdebrider; manufactured date ¿ september 4, 2014; s/n ¿ (B)(4); lot ¿ 208718126; 510k - k081277. (B)(4). The product analysis indicates that the handpiece and broken bur were returned for evaluation. Upon removing the handpiece from a plastic bag, a broken bur fell out. The handpiece showed no significant physical damage. The handpiece was connected to the console and operated at default speed. It sounded and functioned normally. Only a small portion of the bur was returned. Although the part number could not be identified, its gray hub indicated that it was a high speed bur and the inner and outer hubs were melted together. The service report indicates that the customer complaint was verified. The bur was removed from the collet. The handpiece was tested and passed all manufacturing specifications. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.